Manufacturer narrative:
The result of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi via merlin.net transmission. When the asymptomatic patient presented to clinic, a device restoration was successfully performed. The patient will continue to be monitored with regular follow-up.